Event description:
IV pump continuously was flashing occluded on lipids. Flushed IV with no swelling/infiltrates noted. Placed arm board on wrist/forearm of arm with IV. Pump continued to flash occluded.